Manufacturer narrative:
(B)(6). Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
During device evaluation of an mr850 respiratory humidifier at our fisher & paykel healthcare (f&p) regional office in the USA, it was found that the audible alarm was not functioning. There was no patient involvement as the issue was found whilst the device was not in use on a patient.